Manufacturer narrative:
Continuation of d11: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the catheter tip had migrated into the subdural space. It was noted the catheter was working but the patient had intermittent withdrawal and increased pain. The catheter was revised and the issue resolved.

Event description:
On (B)(6) 2020, additional information was received from an healthcare professional (hcp). Dates were clarified; hcp stated, "catheter revised due to sub-dural migration on (B)(6) 2020. On (B)(6) 2020, patient repeated problems of recurring withdrawal". The cause of the issue was "probable underlying chronic changes to intrathecal space. She has had an it catheter in place +/- 20 years. The interventions planned was "the catheter will be revised - again". The issue has not been resolved.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 4000 mcg/ml at a dose rate of 1547.1 mcg/day via an implantable pump for non-malignant pain. It was reported that the physician performed a catheter revision as they felt the catheter was older and not working correctly. The physician implanted a new catheterand discovered that the catheter had slipped / retracted to the sub-dural space. Regarding enviro nmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had recently underwent a revision of their intrathecal catheter due to migration into the sub-dural space and was having signs and symptoms of withdrawal. They had revised the catheter a couple weeks ago and the symptoms returned. They did a repeat side port study on (B)(6) 2020 and the catheter had once again gone sub-dural. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The physician was questioning why this may have occurred. Surgical intervention was planned but not yet scheduled. No further patient complications have been reported as a result of this event.